Manufacturer narrative:
No product has been returned. Extended investigation has been performed and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter and freestyle strips were reviewed and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. As the strip lot associated with this case was past its expiry date of april 30, 2018 at the time of investigation, retain testing could not be performed. A tripped trend review was completed for freestyle test strips. Although trips were observed, no further track and trend review was required as there were no confirmed complaints. A tripped trend review was completed for the freestyle lite meter. Although trips were observed, no further investigation is required as the trips were associated with a known issue. For the trip in (B)(6) 2015, no further investigation was required. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caller, customer's granddaughter, reported that on (B)(6) 2017 the customer received an error 4 on the display of the adc blood glucose meter upon test strip insertion and therefore could not obtain a blood glucose result. Caller further reported the customer self-administered insulin and may have "taken too much" as she was exhibiting symptoms described as shaking, dizziness, and cold sweats. Customer was taken to a local hospital where she was diagnosed with hypoglycemia and dehydration and treated with a glucagon injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's granddaughter, reported that on (B)(6) 2017 the customer received an error 4 on the display of the adc blood glucose meter upon test strip insertion and therefore could not obtain a blood glucose result. Caller further reported the customer self-administered insulin and may have "taken too much" as she was exhibiting symptoms described as shaking, dizziness, and cold sweats. Customer was taken to a local hospital where she was diagnosed with hypoglycemia and dehydration and treated with a glucagon injection. There was no report of death or permanent impairment associated with this event.